Event description:
It was reported that the patient was presented into the clinic due to low impedance alert for this lv lead. The physician confirmed that the impedance was less than 200 ohms and attempted to switch to unipolar mode which resulted in a high amount of pocket stimulation. Physician decided to cap the lead and activate a backup lead.